Event description:
It was reported that the home patient (hp) did not close off the transfer set before disconnecting from the homechoice (hc) causing solution to come out from the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for ending the therapy. It instructs the user to close the transfer set when close all clamps appears on the screen after pressing go. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.